Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage on the motor, electronics, battery tube and vibrator assembly. The insulin pump also had a cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 265 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.